Manufacturer narrative:
The customer did not return the phacoemulsification handpiece (hp) for investigation with the console. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to meet specifications. Therefore, the root cause of the reported ¿system message (sm) and no vacuum issue¿ are inconclusive. The reported of event ¿medical intervention¿ cannot be confirmed. Therefore, the root cause remains inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented a system message and had no vacuum during phacoemulsification step of a cataract surgery. The console finally started to vacuum after multiple attempts. The procedure was completed with the same console but the patient had to undergo an additional vitrectomy procedure. The patient did well following the procedure.